Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported the patient was diagnosed with a foreign body reaction and underwent explant of the plug, which was noted to be "free floating" in the abdominal tissue. This may have been a result of the alleged foreign body reaction contributing to a lack of tissue ingrowth within the device. There was no migration of the device noted. Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. As reported the patient¿s wound is healing and there appears to be no further issues. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2016 the patient underwent a left inguinal hernia repair and was implanted with bard perfix plug. Postoperatively, the patient experienced wound healing complications and had a follow up visit with his surgeon who indicated he needed more healing time. Several months later between (B)(6) 2016 and (B)(6) 2017 the patient presented to 2 different wound clinics as he continued to have difficulty with wound healing. As reported, on (B)(6) 2017 the patient was diagnosed with foreign body reaction and underwent explant of the bard perfix plug. The patient stated that the surgeon did not mention any issues with the perfix plug, however, it was noted to be "free floating" in the abdominal tissue. The patient's abdominal wound was closed primarily with sutures. Postoperatively, the patient followed up with the surgeon and the surgeon indicated that he will have to repair the defect as the abdominal wall tissues are weakened. As reported the wound is healing and there appears to be no further issues. There is no additional surgical procedure date scheduled at this time.